Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No a33 alarm or unexpected no delivery alarm during testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer is having issues with pump over delivering insulin. Customer stated the pump was replaced and got a new pump, now has low blood glucose. The customer woke up with blood glucose of 37mg/dl. The customer's current blood glucose was 286mg/dl; treated with food. The insulin pump passed displacement test. The customer was advised to contact health care provider regarding low blood glucose. The customer also mentioned a no delivery and insulin is squirting out. The customer was advised to discontinue the use and would send her replacement.